Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl, cause of bg was unknow; however, customer stated that they are ¿really brittle¿. The customer consumed carbohydrates to address their bg level and continued to use the pump for insulin therapy.